Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker, right ventricular (rv) and right atrial (ra) leads developed a systemic infection with vegetations observed on the leads. This was determined via transesophageal echocardiogram testing. The system was explanted at a surgical intervention. The pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker, right ventricular (rv) and right atrial (ra) leads developed a systemic infection with vegetations observed on the leads. This was determined via transesophageal echocardiogram testing. The system was explanted at a surgical intervention. The pacemaker has been returned for analysis. No additional adverse patient effects were reported.